Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and low pacing lead impedance. As received, a complete lead was returned in one piece. Visual examination found the helix fully extended and clogged with tissue. The full helix extension length was measured within specification. The reported events of inadequate capture, and low pacing lead impedance were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for follow up. An interrogation of the device revealed high capture threshold exhibited by the right ventricular lead. Further evaluation showed that the lead was dislodged. The patient was scheduled for replacement and the lead was explanted. The patient was stable.